Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. A replacement pump was sent to resolve the issues. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.